Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing of noise, which was reproducible. There were some parameters that seemed the noise had been seen in the past. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.

Event description:
New information received notes that the lead exhibited insulation break.